Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an occlusion event and was alerted by alarm 2 followed by alarm 26. As a result patient's blood glucose level became high and the patient took a correction bolus via pump. The blockage was located at the site. No further information available.